Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a esophagogastroduodenoscopy procedure performed in 2007 (patient gender, age, and weight are unknown). According to the complainant, the gold probe tip partially separated from the catheter, during the procedure. It did not fall off into the patient, and was fully removed. Another of the same device was used to complete the procedure. The condition of the patient is not known.

Manufacturer narrative:
Visual inspection revealed the tip with needle guide tube assembly was separated from the catheter. Further examination of the ceramic tip reveals the ceramic tip fractured from the tip transition step. The transition step remained inside the catheter tip insertion point. The fracture surfaces exhibited evidence of sintering with little porosity. Post fracture crack propagation occurred across the distal fracture surface and continued along the side wall of the ceramic tip thru the gold stripe. No material anomalies were noted. The ceramic fracture occurred at an area where high stress concentrations exist. This makes the tip more susceptible to side forces such as a bending moment or side impact. The exact cause of the failure cannot be determined. Procedural factors may have contributed to the final fracture of the ceramic tip.